Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient was experiencing increased seizures in (B)(6) 2009. At the time, the patient was also refusing his medications. Vns settings were changed as an intervention. Attempts for further information have been unsuccessful to date.